Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. During the procedure, the needle broke. The surgeon needed to reopen the uterus to retrieve the needle fragment. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually. The needle was bent needle with a fracture in the area one-third of the distance from the attachment end. During visual inspection under a light-microscope several heavy marks of needle holder were found in this area which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The reshaping of the concerned needle indicates that the material was overstressed during use. Representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.